Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since her new device was implanted the patient has had incontinence. The patient stated that she can't make it halfway to the bathroom and needs to wear heavy pads. The patient stated that she and her daughter had a hard time connecting for the last two days. Patient services walked the patient through how to connect the ins. The patient saw 'device not responding', but was able to connect after lowering the communicator and hitting 'retry'. The patient increased stim from 2.8 to 3.5 on program 2. She felt comfortable stim initially, but it went away by the time the call was over. The patient had an appointment with her health care provider scheduled on (B)(6) 2020. There were no further patient complications reported. On 2020 apr-23 additional information received from a healthcare provider (hcp) stated that the cause of connection issue was due to the device been off. The connection issue was resolved. The device needed to be reprogrammed. Re programming the device resolved the symptoms issue and lack of stimulation. On 2022-feb-22 additional information received from patient. They reported that they have concerns regarding lack of therapeutic effect. Patient has tried all programs with different amplitudes and is still incontinent. Patient has amplitude at 7.5 on program 7 and spoke with the manufacturer representative (rep) yesterday and told patient they think the lead is not where it is supposed to be and recommended patient follow up with the healthcare professional (hcp) at urology of indiana. Rep also told the patient the battery would be rapidly depleting with current settings. Redirected patient to follow up with hcp to schedule an appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0989b, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the device is not working at all even when reprogrammed. Np thought perhaps lead not connected. Took x-ray no problem detected, nothing helped. They were seen by dr for replacement. They stated they had no idea what the cause of the lead not where it is supposed to be was. They stated the device was removed on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0989b implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.